Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were made. There were no adverse consequences to the patient.

Event description:
New information received notes that during follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).